Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). The patient also experienced diaphragmatic stimulation in their belly due to the right ventricular (rv) lead pacing at higher outputs. The rv lead exhibited low pacing impedance, high thresholds, and low r-waves. The physician suspected an insulation breach. In addition, low p-waves were observed with the right atrial (ra) lead. Reprogramming was performed on the rv lead. The implantable cardioverter defibrillator (ICD) and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.